Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was partially exposed when taken out of the sterile pack and it would not fully retract. It was further reported that the lead exhibited fuzziness/noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.